Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 3389s-40, lot# v991333, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va00wuz, implanted: (B)(6) 2012, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the impedance for the patients left brain implantable neurostimulator (ins) were as follows: (measurement taken at 3.0v) c,0 5794 ohms; c,1 normal range ~1400 ohms; c,2 5371 ohms; c,3 5495 ohms; 0 ,1 4789 ohms; 0,2 8030 ohms; 0,3 7927 ohms; 1,2 4450 ohms; 1,3 4950 ohms; 2,3 6499 ohms. The patient was programmed at c+, 2- 60pw 130hz 2.5v. It was reported the patient had more symptoms on the right side of her body (left brain ins). It was reported she had some therapy benefit, but not as much as she would like. It was noted she had back surgery a couple of months ago, so it was difficult to tell what was parkinson's disease symptoms and what was back surgery after effects. It was noted the patient's parkinson's symptoms were better on the left side of her body (right brain ins). It was noted the patient fell (unknown date) but she fell on her knee and did not think the ins/therapy was affected. Additional information received reported the healthcare provider (hcp) decided to temporary turn off the dbs stimulation on both right and left side inss.

Event description:
Additional information received reported that the systems on both sides of the patient were removed. The patient requested the removal due to a lack of benefit and anxiety from the device in her body.

Event description:
Additional information received reported that the surgeon provided very little details to the reporter. There was no malfunction and the reporter was told the "protest" did receive benefit from stimulation.

Manufacturer narrative:
(B)(4).